Event description:
During a surgical case in or #1 on labor & birth, the electrosurgical unit (bovie) was observed to be sparking while in use. The device was immediately removed from the sterile field and taken out of service. A replacement bovie was obtained and used to complete the procedure without further incident. Immediate actions taken: bovie removed from use and sequestered for evaluation replacement equipment obtained promptly procedure completed safely with no additional concerns of note upon investigation staff report this happened once before with a case last week outcome: no patient harm or injury occurred. Procedure was completed without delay or complication after equipment replacement. Bovie pen in medline emergency c-section pack dynjt6861, lot 25lbb945